Event description:
Manufacturer reference number: 3006705815-2023-06651. It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed migration of both leads. As a result, surgical intervention was taken place on (B)(6) 2023 where the leads were repositioned to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.